Event description:
Same case as: 2134265-2015-03839. It was reported that a coil deployment issue occurred. The patient was undergoing an embolization procedure. A direxion hi-flo microcatheter was used to deploy a 2mm interlocking detachable coil. The coil disengaged from the pusher wire after only half of it was deployed. It started to push back the catheter, so the physician decided to use another coil and pulled the direxion out. The coil was wedged in the right gastric artery. There were no patient complications reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. On visual inspection it could be seen that direxion hi-flo microcatheter was returned inserted in a 5f .038 cook catheter. The direxion hi-flo microcatheter was flushed with saline to remove from the cook catheter but it could not be freed, it seemed to be jammed within this catheter. The portion of the direxion hi-flo microcatheter not inserted in the cook catheter was visually examined for defects and none were found. The hub of the microcatheter showed presence of blood. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-03839. It was reported that a coil deployment issue occurred. The patient was undergoing an embolization procedure. A direxion hi-flo microcatheter was used to deploy a 2mm interlocking detachable coil. The coil disengaged from the pusher wire after only half of it was deployed. It started to push back the catheter, so the physician decided to use another coil and pulled the direxion out. The coil was wedged in the right gastric artery. There were no patient complications reported and the patient's status is fine.